Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient is experiencing forehead numbness on the left side from the eyebrow extending past the hair line. The patient stated that they felt like an electrical shock to the left side of the forehead during flap creation. Patient is still experiencing one week post-operatively. Vision is great. The surgeon believes the numbness will go away but suggest the patient should see their primary care physician. There is no known issues with the operation of the laser. The optometrist suggested that the lid speculum could have been pressing on or near the sensory nerve.

Manufacturer narrative:
A clinical application specialist review concluded that based on the provided information, the clinical outcome of the treatment was perfect. There is no indication for an electrical shock caused by the laser. The only connection between the laser and the patients face is the suction ring and the patient interface. Both are made from plastic and they touch the eyeball itself and not the forehead. A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed several successfully performed treatments. The energy was stable during treatment day. The reported treatments (left and right eye) could be identified in the logfile. For the left eye, the logfiles showed that the beam control check was done about several minutes before laser fired instead of immediately before firing. For right eye, beam control check was performed immediately before laser fired as recommended. Both treatments were finished successfully without any issue. No relevant deviation between planned and performed energy was detectable. The user operated surgery within the recommended energy settings. However, flap settings were thinner than recommended. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).